Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 7.1 cm diameter abdominal aortic aneurysm. It was reported that a marginal neck was noted by the physician, but they wanted to go ahead with treatment. A 28x16x145 bifurcated device was placed through the left groin. A 16x13x156 was placed in the right common iliac artery. A 16x16x124 was used to extend the left common iliac artery. All devices were placed and removed without difficulty. An angiogram was done and showed an aggressive type 1a endoleak. Another manufacture¿s endo staples were implanted. Another angiogram was taken and still showed the type ia endoleak. A cuff was placed and a total of 8 endo anchors were used. The physician used two reliant balloons and ballooned aggressively. A final angiogram was taken and showed the endoleak had been corrected. The issue reported had resolved. No clinical sequelae were reported and the patient is fine. Additional information received reported that ¿marginal neck¿ meant short neck. The physician also stated that the cause of the type ia endoleak was due to the short neck.